Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported the battery pack has moved over to just above their right hip. Patient explained the implanted neurostimulation was originally implanted at the base of their tailbone. Pt indicated they have a surgery scheduled on (B)(6) 2023 with their neurologist to have it moved back. Pt described ever since the implanted battery moved on its own they have so much electricity running up the right side of their back. Patient explained when they turn the spinal cord stimulation (scs) on they have sharp pain that moves up between their shoulder blades and base of skull. Patient said sometimes they feel the electricity running all through their body and down both limbs causing both fingers tips / toes to start tingling. Patient commented they know it's supposed to touch together but it feels like magnetic where it grabs it right away <(>&<)> feels the electricity. Patient service specialist understood patient was referring to the sensation of the recharger antenna connecting to the implanted battery.  Ins moved 3 weeks ago which is the same time they began having issues with pain/tingling from stimulation. Patient stated their pain management doctor told them to contact a manufacturing representative for therapy adjustments/reprogramming. Pt commented the system was doing fine right until the battery moved. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.